Event description:
It was reported to philips that the flexvision computer was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log file, it is found the flex vision monitoring system has failed due to the software not running. Upon troubleshooting, fse found that the flex vision pc was defective. To resolve the issue, fse replaced flex vision pc and return the part for further analysis, but no failure found. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.